Manufacturer narrative:
It was initially reported by the hospital contact that after the headway terumo (details unknown) was positioned into the aneurysm and the prowler select plus (606-s255x/17244907) was positioned next to the distal side of the aneurysm neck for the deployment, the complaint enterprise 2 vrd (enc401600/10554706) was inserted into the prowler. Although the physician experienced a slight resistance during the delivery, the vrd was delivered to the deployment point. The physician then carefully started the deployment; however, the distal end got moved out of the position. The physician attempted to re-capture the vrd, but experienced a severe resistance and was unable to re-capture. The physician slightly pulled back the prowler and re-tried the re-capture. Yet again, the he experienced a resistance and was unable to fully re-capture the vrd. Thus, the use of the enterprise was aborted and it was withdrawn from the patient. Without changing the prowler, another enterprise (enc402300/lot unknown) was inserted instead, which was successfully deployed into the target position. The procedure was successfully completed without further issues, and there were no patient injury / complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained device will be returned for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of an aneurysm at the ic-pc. The patient¿s sex, dob, and the calcification level of the vessels were not available, but whose vessels were mildly tortuous. A sheath introducer by terumo (type unknown), chikai (asahi intecc, 0.014¿), and an axcelguide (medikit, 6fr) were used for this procedure. Jailed technique was conducted for the embolization. There were no damages noted on the product after use. There was no clinically significant delay in the procedure due to the event. A non-sterile enterprise device was received inside of stent dispenser hoop inside of a plastic bag. The device was removed from the stent dispenser hoop and no damages were noted on it. The stent was found in its original position. The received device was inspected under microscope and no damages were noted on it. The functional analysis was performed; the received device was introduced into the lab sample micro-catheter and it advance smoothly until the micro catheter¿s distal tip, after that the stent can be recaptured inside of the introducer tube without any difficulty. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10554706. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failures reported by the customer as ¿stent - inability to recapture and delivery wire- resistance/friction¿ was not confirmed. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. UDI: ((B)(4). Concomitant medical products and therapy dates: sheath introducer by terumo (type unknown), chikai (asahi intecc, 0.014¿), an axcelguide. (Medikit, 6fr), a prowler select plus (606-s255x / 17244907), and a headway (terumo) - details unknown, another enterprise (enc402300/lot unknown).

Event description:
It was initially reported by the hospital contact that after the headway terumo (details unknown) was positioned into the aneurysm and the prowler select plus (606-s255x/17244907) was positioned next to the distal side of the aneurysm neck for the deployment, the complaint enterprise 2 vrd (enc401600/10554706) was inserted into the prowler. Although the physician experienced a slight resistance during the delivery, the vrd was delivered to the deployment point. The physician then carefully started the deployment; however, the distal end got moved out of the position. The physician attempted to re-capture the vrd, but experienced a severe resistance and was unable to re-capture. The physician slightly pulled back the prowler and re-tried the re-capture. Yet again, the he experienced a resistance and was unable to fully re-capture the vrd. Thus, the use of the enterprise was aborted and it was withdrawn from the patient. Without changing the prowler, another enterprise (enc402300/lot unknown) was inserted instead, which was successfully deployed into the target position. The procedure was successfully completed without further issues, and there were no patient injury / complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The complained device will be returned for analysis. No further information is available. The procedure was the vrd-assisted coil embolization of an aneurysm at the ic-pc. The patient&#62688;sex, dob, and the calcification level of the vessels were not available, but whose vessels were mildly tortuous. A sheath introducer by terumo (type unknown), chikai (asahi intecc, 0.014"), and an axcelguide (medikit, 6fr) were used for this procedure. Jailed technique was conducted for the embolization. There were no damages noted on the product after use. There was no clinically significant delay in the procedure due to the event.